Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic hepatobiliary pancreatic procedure, the sonicbeat probe had experienced a detachment. The probe separated and fell outside the body during the procedure and was successfully recovered within ten (10) minutes. There was no procedural delay, no additional anesthesia was required, and no medical or surgical intervention was necessary as a result of the incident. The probe was being used in conjunction with the olympus usg-400 ultrasonic generator. The device had been inspected prior to use with no abnormalities noted. The procedure was completed using an olympus backup device of the same model. No patient harm was reported in association with this event.